Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the operating room for a scheduled generator replacement procedure. The device had triggered the elective replacement indicator prematurely and had been pacing less than 1%. The device also had been excessively charging during its lifetime. The device was explanted and replaced. The patient was stable before, during, and after the procedure.